Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is confirmed and was determined to be supplier related. Four 22g x 0.75in safestep infusion sets were returned for evaluation. An initial visual observation revealed use residue and small indents in the adhesive application site for all samples. A microscopic observation revealed bubbles within the needle housing for all samples. A functional testing of pressurizing and flushing the infusion sets with water was performed and a leak where the needle exits the housing was observed in samples 1,3 and 4. No leaks were seen in sample 2, likely due to blood residue occlusion. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leaking from the housing. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.